Event description:
Same case as: 2134265-2009-02211. It was reported by a consumer that approximately 3 weeks post drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. The patient had 3. 0x20mm and 3.5x20mm taxus liberte' drug eluting stents placed in a right internal artery graft to the left anterior descending artery due to unstable angina, restenosis and distal anastomosis. Approximately 3 weeks post procedure, the patient began experiencing hypersensitivity reactions. The consumer noted "soreness in the mouth", "feeling burned mouth", "blood spots under the tongue", "rash and burning on both hands between the fingers", "palm redness" and "irritation in the groin from the dye". The patient was examined by his cardiologist and the physician notes indicate that examination of buccal mucosa and tongue were normal. The cardiovascular examination showed regular rate and rhythm with no gallop. The patient has baldness, however; he indicated to the physician that there is worsening hair loss or hair thinning at the temple area. No rashes were appreciated. The physician indicated that he had "never seen a patient in my experience that developed such a reaction from a taxus stent." No rashes were appreciated. The impression was that the multiple symptoms of skin and buccal mucosa irritability and possible hair thinning and hair loss are of unknown etiology. The physician indicated that he had "never seen a patient in my experience that developed such a reaction from a taxus stent."

Manufacturer narrative:
Event date - starting 2009. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is anticipated procedural complication as because allergic reaction is a known physiological effect of the procedure.